Event description:
A nurse reported to a baxter sales specialist that the patient had an issue with a transfer set. The nurse stated the home patient (hp) noticed leaking of the transfer set around the thread. An exchange of the transfer set was necessary. The nurse stated the issue was related to loss of tightness. The transfer set had been used since (B)(6) 2008. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The sample is not available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Additional information: an engineering quality review was completed for this report of a leak. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that occurred on the homechoice (hc). This event occurred during patient use during fill 5/5. The care giver (cg) states heater bag was empty so she disconnected the bag and reconnected the last fill bag to the heater line. The technical service representative (tsr) advised will need to end therapy because of disconnecting bag. The alarm cleared. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.